Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. The event outcome was reported as on-going. The patient was not admitted into the hospital due to the event. The patient remains ongoing with the left ventricular assist system (lvas). The product was is not available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a routine clinic visit, purulent drainage was noted at the driveline exit site with no erythema. C-reactive protein (crp) was 45 mg/l. Oral keflex was started. No additional information was provided.